Manufacturer narrative:
Other relevant components include: product ID 8596sc serial# (B)(4) implanted: (B)(6) 2011. Product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen [2000 mcg/ml] at a rate of 96.1 mcg/day and saline [1 ml/ml] at a minimum rate via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that the patient has a fractured catheter. The issue was diagnosed via a dye study on (B)(4) 2017. The patient reported it hadn't been working prior to that and generally stated "it wasn't working" and hadn't been in a couple of years. They had been on 724 mcg/day dosing in (B)(6) 2017 and they have been doing 50% decreases and hasn't noticed the difference. It was noted that the cause was possibly due to severe lumbar lordosis due to increased pressure from the spinous process and lamina. The patient was scheduled for surgery on (B)(6) 2017 to have the catheter and pump replaced. There were no further complications reported/anticipated. [Omitted information related to previous 3 catheter fractures - 701793176]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: 8709, serial#: (B)(4), explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the symptoms were intermittent and the symptoms would evidently re-occur. It was believed that the patient's extremely tight spinal column was viewed to be the reason for continued issues. All of the patient's old catheter segments and old pump were removed. Due to the tight nature of the patient's vertebral column, a laminectomy was completed to place the new catheter as the tight spine was viewed as the reason for the catheter issues in the past. The issue was resolved at this time. The patient had evidently experienced intermittent therapy over the course of time with suspected catheter issues being the reason. The patient's status was "alive- no injury" and no further complications were expected or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. Product ID: neu_unknown_cath, serial# unknown implanted: explanted: (B)(6) 2017, product type :catheter. Product ID: 8709, serial# (B)(4), explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was provided by a manufacturer's representative on 2017-apr-18. It was reported that the patient had been supplementing her therapy with oral medications with success.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the hcp reported they had only seen the patient for the current catheter fracture. The patient reported the last pump was not working for approximately 2 years. There was zero benefit from intrathecal baclofen, despite increase in doses. A dye study and CT scan was done on (B)(6) 2017. The hcp replaced the catheter with assistance of the spine surgeon including an l4 laminotomy. The hcp had only seen the patient regarding the last catheter fracture. Surgery was done on (B)(6) 2017 for a pump and catheter replacement and laminotomy.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5.0 mm x 40 mm x 150 cm balloon. The hubs, shaft, and the proximal base of the balloon were returned. However, a complete circumferential rupture was observed at approximately midway up the balloon, additionally, the distal end of the balloon was detachment from the remainder of the device and was not returned. The inner lumen extended distally past the circumferential rupture and was noted to be kinked throughout. The catheter was examined under microscopic magnification (10x) and a piece of metallic material (skive) was seen protruding from the balloon rupture. No other anomalies noted to sample. Three bends were observed in the outer shaft. The metal skive was seen protruding from the outer catheter. The outer material was removed to inspect the skive; the edges of the skive were found to be blunt, and the component appeared to be flat functional/performance evaluation: functional testing could not be performed due to the condition of the returned sample. The sample was sent to the manufacturing site for further evaluation. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a rupture as the returned device was examined under magnification and it was found that the balloon had a complete circumferential rupture. Additionally, the investigation is confirmed for a balloon detachment, as the distal end of the balloon was detached and not returned. The definitive root cause for the reported rupture or detachment could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Further investigation suggests that the damage was due to handling techniques during the removal of the guidewire and catheter in the course of the medical procedure. Labeling review: the current IFU (instructions for use) states: warnings: - when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip or catheter breakage, catheter kink, or balloon separation. - if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath/guide catheter, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the introducer sheath/guide catheter and then completely evacuate the contrast before proceeding to withdraw the balloon. - if resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and introducer sheath/guide catheter as a single unit. - do not exceed the rated burst pressure. To prevent over pressurization, use of a pressure monitoring device is recommended. Balloon rupture may occur if the rbp rating is exceeded. (B)(4) - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Patient code (B)(4) is no longer applicable to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The intermittent symptoms the patient experienced were increased spasticity before surgery. The issue has resolved since the new baclofen pump and catheter placement in (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.